Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil appears to almost be penetrating the left fallopian tube. /essure coil starting to penetrate through the fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. 764913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and pelvic pain ("pain"), 1 month 20 days after insertion of essure. In october 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one)weight gain"). In january 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and flank pain ("some pain on the left side"). The patient was treated with surgery (hysterectomy (partial , bilateral salpingectomy), tubal ligation and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain and flank pain was resolving. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: all of injuries have decreased and resolved almost immediately since the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound pelvis - on an unknown date: pelvic ultrasound within normal limits. Essure coils appear well-positioned.. Concerning injuries reported in this case the following one was described in patient medical records :fallopian tube perforation. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs and mr received: events left essure coil appears to almost be penetrating the left fallopian tube. /essure coil starting to penetrate through the fallopian tube added. Lot number, suspect drug start date, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and pelvic pain ("pain"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one)weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and flank pain ("some pain on the left side"). The patient was treated with surgery (hysterectomy (partial , bilateral salpingectomy), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain and flank pain was resolving. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: all of injuries have deceased and resolved almost immediately since the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Concomitant medication added. Events : abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type: rash,bladder or urinary problems or changes, migraines / headaches, nausea, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurry, fatigue, weight gain / loss (specify which one)weight gain, hair loss, left side, plaintiff did not undergo confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil appears to almost be penetrating the left fallopian tube. /essure coil starting to penetrate through the fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. 764913 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and pelvic pain ("pain"), 1 month 20 days after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one)weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and flank pain ("some pain on the left side"). The patient was treated with surgery (hysterectomy (partial , bilateral salpingectomy), tubal ligation and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain and flank pain was resolving. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: all of injuries have decreased and resolved almost immediately since the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound pelvis on an unknown date: pelvic ultrasound within normal limits. Essure coils appear well-positioned.. Concerning injuries reported in this case the following one was described in patient medical records :fallopian tube perforation. Most recent follow-up information incorporated above includes: on 4-dec-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.